Manufacturer narrative:
Sc-2218-50 (sn (B)(4)): device evaluation indicated that the device passed all tests performed. The lead exhibited normal device characteristics. Sc-2218-50 (sn (B)(4)): device evaluation indicated that the complaint had been confirmed. The lead body was split in half. Excessive tensile force had been exerted onto the lead body and it resulted in cable fractures and stretched pellethane tubing.

Event description:
A report was received that all contacts on one of the patient's leads was producing high impedances. The patient underwent a revision procedure wherein the leads were replaced. The physician suspected lead malfunction but stated that the impedances could also be due to a fall. The patient was doing well postoperatively.

Manufacturer narrative:
Additional suspect medical device component involved in the event: model #: sc-2218-50, serial #: (B)(4), description: linear st lead, 50cm.

Event description:
A report was received that all contacts on one of the patient's leads was producing high impedances. The patient underwent a revision procedure wherein the leads were replaced. The physician suspected lead malfunction but stated that the impedances could also be due to a fall. The patient was doing well postoperatively.